Event description:
Risk manager reported a set leaking as follows: "pt was receiving a heparin IV infusion and notified rn of 'leaking'. Upon assessment, it was noticed that the IV was intact, but solution was present on the tubing. Solution appeared to be coming from under the 'closed pump area' as if it had a puncture hole. Suspects pt may have been tampering with the pump due to attention seeking behaviors." The IV was started the previous day with no leaking. No leaking was noted at shift change, 3 hours earlier. There was no harm, however, pt did not receive a therapeutic dose of heparin evidenced with a lower than expected ptt. Medical intervention was not required but pt had lab results consistent with the event. Customer stated that no additional event or pt info is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.